Manufacturer narrative:
Concomitant medical products: product ID: 8253200, serial/lot #: (B)(4), UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider reported that the mainframe and interface were defective. There was no patient impact.